Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms (difficulty staying awake and numbness in lips), then withdrawal symptoms and increased pain due to daily dose adjustments. The patient is now doing fine.